Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received pump error alarm and several power loss alarms. The customer's blood glucose was unknown at the time of incident. The customer stated that the issue was not resolved after battery change. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed full functional testing including the displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Low battery alarm, post-reset ram alarm and power loss alarm was confirmed in the format history file and the power management crc parameters graph confirmed power system error alarm was triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours due to connector resistance on the j6 printed circuit board assembly. After disconnecting and reconnecting the internal battery connector on the j6 printed circuit board assembly. The insulin pump was monitored and functioned properly. The insulin pump was received with scratched case and fading serial number label.